Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming. Used a similar device and completed the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.